Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's blood glucose was fluctuating from high to low within a few hrs. The mother stated that the customer skipped a bolus after eating and her glucose level dropped. It was stated that the infusion set and reservoir were changed to resolve the issue. Troubleshooting was performed. Ran a fixed prime and self test and the tests passed. The programming, time, and date were correct. The customer called back after receiving the tubing clamp to perform the high pressure test and the test failed twice. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.